Event description:
It was reported during atrial fibrillation ablation procedure, the irrigation port of the therapy cool flex catheter detached from the catheter handle. The physician had begun ablating (around 30 times of delivered rf energy between 0-240 seconds for each shot). The ablation catheter unintentionally was pulled back into the right atrium due to the pt's large pfo. The physician put the catheter back into the left atrium and started to deliver rf energy again. It was then noted the temp was blocked at 39 degrees celsius and 1 watt. The sjm rep onsite asked the physician to stop delivering rf energy and to retry after 5 seconds had passed. The temp was still blocked at 39 degrees celsius and 1 watt. The physician then noted the detachment of the irrigation port. There was no alarm with the coolpoint irrigation pump. The catheter was replaced with a new one to complete the procedure. There were no consequences to the pt.

Manufacturer narrative:
Visual inspection of the returned catheter revealed the luer extension tube broke at the handle edge and separated from the handle. Further functional testing of the catheter could not be performed due to this separation. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.